Event description:
It was reported that the ilet device¿s screen separated from the unit, and the user confirmed the display was delaminating, consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly that is consistent with loss of or failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.